Event description:
It was reported that all components were explanted due to an infection at the implantable pulse generator (ipg) site. Symptoms of area bump, redness, urinary tract infection (uti), and pneumonia were noted. The physician believed that the infection was not procedure related. The patient was placed in antibiotics. The explanted products will not be returned per hospital policy and patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2318500. Model: sc-2318-50. Serial: (B)(6). Batch: 5001081/5003438. UDI: (B)(4). Product family: scs-lead fixation: upn: m365sc43180. Model: sc-4318. Batch: 36495274. UDI: (B)(4).